Manufacturer narrative:
The customer reported there was a malfunction with the air nd o2 gas lines in the hospital and the malfunction occurs very seldom. During the ventilator check in the hospital the gas supply was in a normal range.

Event description:
The service report shows the customer reported that the 840 ventilator malfunctioned while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing. It is not verified that the vent was inoperable, and that a malfunction occurred.